Event description:
It was reported during a (B)(4) study the pt experienced a pericardial effusion. The physician used the ensite velocity system and an inquiry steerable diagnostic catheter to perform mapping in the right atrium. An inquiry diagnostic catheter was also placed in the coronary sinus. The pt converted from sinus rhythm to atrial fibrillation at the end of the procedure and complained of not feeling well. A transesophageal echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this device met mfg requirements prior to shipment. The root cause classification of the pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.